Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that they customer hospitalized in emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer did experienced the symptoms such as headache, spasm, nausea, vomiting and abdominal pain. The customer was treated by insulin drip in hospital. Troubleshooting was done for high blood glucose and under delivery. Customer also had upset stomach and muscle pain. Customer stated that unable to complete care link upload. Customer was unable to troubleshooting. Customer stated that allegation from the device. The insulin pump will not be returned for analysis.